Event description:
Reporter indicated that diagnostic tests resulted in high lead impedance during an office visit. It is unk at this time if the pt felt normal mode stimulation; however, reporter indicated that the pt did not feel magnet mode stimulation. Further investigation revealed that the lead was replaced. Good faith attempts are being made to obtain programming history, x-rays and the plan of care for the patient.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.